Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, the customer changed the pump supplies to address the issue. Subsequently, multiple altitude alarms occurred while the customer was within the labeled operating altitude range. Customer's blood glucose (bg) level was 200mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified. Additionally, the alleged occlusion alarm issue could not be verified.